Event description:
It was reported that some infusion sets of the same batch were leaking at the headset leading to elevated blood glucose levels above 200 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.